Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/ pain,chronic pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and adenomyosis. Previously administered products included for help periods: nuvaring from 2007 to 2008, mirena in 2000 and birth control pill in 1997; for birth control: nuva ring from 1998 to 1999 and depo provera from 1997 to 1998. Past adverse reactions to the above products included hypersensitivity with mirena, nuva ring, birth control pill and depo provera; and pregnancy with nuvaring. Concurrent conditions included fever, general body pain, emesis, urinary frequency, influenza and pyelonephritis. Concomitant products included amoxicillin, bupropion hydrochloride (wellbutrin) in 2014, fluticasone, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("extreme bloating/bloating"), migraine ("migraines") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and rash papular ("bumpy outbreaks on various body parts") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings/ mood changes"). In 2013, the patient experienced eye disorder ("eye problems: andes eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and anxiety ("anxious/ anxiety/ dying of anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia /prolonged menses/ abnormal bleeding (menorrhagia)"), infection ("infections"), headache ("headaches"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstruation"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), ovulation pain ("painful ovulation"), vaginal infection ("vaginal infections"), pruritus ("itching"), rash ("rashes"), premature menopause ("early menopause"), back pain ("back pain/ lower back pain,back"), anaemia ("anemia"), depression ("depressed"), cystitis ("bladder infections"), urinary tract infection ("uti, urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration"), panic reaction ("panic"), feeling abnormal ("terrified"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), hypersensitivity ("allergy : other"), rash macular ("red dots on their skin") and endometriosis ("endometriosis"). The patient was treated with surgery (lavh). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding, tooth disorder, abdominal distension, infection, dyspareunia, headache, fatigue, weight fluctuation, vaginal haemorrhage, alopecia, abdominal pain lower, menstrual disorder, premenstrual dysphoric disorder, ovulation pain, vaginal infection, pruritus, rash, premature menopause, back pain, anaemia, anxiety, depression, mood swings, cystitis, urinary tract infection, nausea, allergy to metals, vaginal discharge, eye disorder, weight increased, peripheral swelling, abdominal pain, arthralgia, frustration tolerance decreased, panic reaction, feeling abnormal, intermenstrual bleeding, hypersensitivity, rash macular, rash papular and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, infection, intermenstrual bleeding, menstrual disorder, migraine, mood swings, nausea, ovulation pain, panic reaction, pelvic pain, peripheral swelling, premature menopause, premenstrual dysphoric disorder, pruritus, rash, rash macular, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: is likely that plaintiff will be required to undergo surgical intervention as a result of her essure implants. Plaintiff reported that first week in (B)(6) 2017 will be e(hell) free and now it has been reported as essure not removed. Discrepancy on date of insertion : (B)(6) 2012, (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: unknown. Pregnancy test - on an unknown date: urine pregnancy test: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Reporters and lab data were added. Essure removal date, removal details and action taken with drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/ pain,chronic pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for help periods: nuvaring from 2007 to 2008, mirena in 2000 and birth control pill in 1997; for birth control: nuva ring from 1998 to 1999 and depo provera from 1997 to 1998. Past adverse reactions to the above products included hypersensitivity with mirena, nuva ring, birth control pill and depo provera; and pregnancy with nuvaring. Concomitant products included bupropion hydrochloride (wellbutrin) in 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("extreme bloating/bloating"), migraine ("migraines") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and rash papular ("bumpy outbreaks on various body parts") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings/ mood changes"). In 2013, the patient experienced eye disorder ("eye problems: andes eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and anxiety ("anxious/ anxiety/ dying of anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), headache ("headaches"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstruation"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), menorrhagia ("menorrhagia /prolonged menses/ abnormal bleeding (menorrhagia)"), ovulation pain ("painful ovulation"), vaginal infection ("vaginal infections"), pruritus ("itching"), rash ("rashes"), premature menopause ("early menopause"), back pain ("back pain/ lower back pain,back"), anaemia ("anemia"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), urinary tract infection ("uti, urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration"), panic reaction ("panic"), feeling abnormal ("terrified"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy : other"), rash macular ("red dots on their skin") and endometriosis ("endometriosis"). The patient was treated with surgery (first week in (B)(6) 2017 will be e(hell) free). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, tooth disorder, abdominal distension, infection, dyspareunia, headache, fatigue, weight fluctuation, alopecia, abdominal pain lower, menstrual disorder, premenstrual dysphoric disorder, menorrhagia, ovulation pain, vaginal infection, pruritus, rash, premature menopause, back pain, anaemia, anxiety, depression, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, nausea, allergy to metals, vaginal discharge, eye disorder, weight increased, peripheral swelling, abdominal pain, arthralgia, frustration tolerance decreased, panic reaction, feeling abnormal, metrorrhagia, genital haemorrhage, hypersensitivity, rash macular, rash papular and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovulation pain, panic reaction, pelvic pain, peripheral swelling, premature menopause, premenstrual dysphoric disorder, pruritus, rash, rash macular, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: is likely that plaintiff will be required to undergo surgical intervention as a result of her essure implants. Plaintiff reported that first week in (B)(6) 2017 will be e(hell) free and now it has been reported as essure not removed. Discrepancy on date of insertion : (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for help periods: nuvaring from 2007 to 2008, mirena in 2000 and birth control pill in 1997; for birth control: nuva ring from 1998 to 1999 and depo provera from 1997 to 1998. Past adverse reactions to the above products included hypersensitivity with mirena, nuva ring, birth control pill and depo provera; and pregnancy with nuvaring. Concomitant products included bupropion hydrochloride (wellbutrin) in 2014. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("extreme bloating/bloating"), migraine ("migraines") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings/ mood changes"). In 2013, the patient experienced eye disorder ("eye problems: andes eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and anxiety ("anxious/anxiety/dying of anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), headache ("headaches"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstruation"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), menorrhagia ("menorrhagia /prolonged menses/ abnormal bleeding (menorrhagia)"), ovulation pain ("painful ovulation"), vaginal infection ("vaginal infections"), pruritus ("itching"), rash ("rashes"), premature menopause ("early menopause"), back pain ("back pain/ lower back pain"), anaemia ("anemia"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), urinary tract infection ("uti"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration"), panic reaction ("panic") and feeling abnormal ("terrified"). The patient was treated with surgery (first week in (B)(6)-2017 will be e(hell) free). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, tooth disorder, abdominal distension, infection, dyspareunia, headache, fatigue, weight fluctuation, alopecia, abdominal pain lower, menstrual disorder, premenstrual dysphoric disorder, menorrhagia, ovulation pain, vaginal infection, pruritus, rash, premature menopause, back pain, anaemia, anxiety, depression, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, nausea, allergy to metals, vaginal discharge, eye disorder, weight increased, peripheral swelling, abdominal pain, arthralgia, frustration tolerance decreased, panic reaction and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, frustration tolerance decreased, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovulation pain, panic reaction, pelvic pain, peripheral swelling, premature menopause, premenstrual dysphoric disorder, pruritus, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: is likely that plaintiff will be required to undergo surgical intervention as a result of her essure implants. Plaintiff reported that first week in (B)(6)-2017 will be e(profanity) free. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: mood swings/ mood changes, abnormal bleeding (vaginal), bladder infections, urinary tract infection, nausea, nickel allergy, vaginal discharge, eye problems: andes eye, weight gain, swelling hands and feet, abdominal pain and joint pain. Events per social media: frustration, panic and terrified. Historical drug and concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/ pain,chronic pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for help periods: nuvaring from 2007 to 2008, mirena in 2000 and birth control pill in 1997; for birth control: nuva ring from 1998 to 1999 and depo provera from 1997 to 1998. Past adverse reactions to the above products included hypersensitivity with mirena, nuva ring, birth control pill and depo provera; and pregnancy with nuvaring. Concomitant products included bupropion hydrochloride (wellbutrin) in 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("extreme bloating/bloating"), migraine ("migraines") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings/ mood changes"). In 2013, the patient experienced eye disorder ("eye problems: andes eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and anxiety ("anxious/ anxiety/ dying of anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), headache ("headaches"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstruation"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), menorrhagia ("menorrhagia /prolonged menses/ abnormal bleeding (menorrhagia)"), ovulation pain ("painful ovulation"), vaginal infection ("vaginal infections"), pruritus ("itching"), rash ("rashes"), premature menopause ("early menopause"), back pain ("back pain/ lower back pain,back"), anaemia ("anemia"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), urinary tract infection ("uti, urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration"), panic reaction ("panic"), feeling abnormal ("terrified"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy : other") and rash macular ("red dots on their skin"). The patient was treated with surgery (first week in (B)(6) 2017 will be e(hell) free). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, tooth disorder, abdominal distension, infection, dyspareunia, headache, fatigue, weight fluctuation, alopecia, abdominal pain lower, menstrual disorder, premenstrual dysphoric disorder, menorrhagia, ovulation pain, vaginal infection, pruritus, rash, premature menopause, back pain, anaemia, anxiety, depression, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, nausea, allergy to metals, vaginal discharge, eye disorder, weight increased, peripheral swelling, abdominal pain, arthralgia, frustration tolerance decreased, panic reaction, feeling abnormal, metrorrhagia, genital haemorrhage, hypersensitivity and rash macular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovulation pain, panic reaction, pelvic pain, peripheral swelling, premature menopause, premenstrual dysphoric disorder, pruritus, rash, rash macular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: is likely that plaintiff will be required to undergo surgical intervention as a result of her essure implants. Plaintiff reported that first week in (B)(6) 2017 will be e(hell) free and now it has been reported as essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: unknown. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event red dots on skin added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/ pain, chronic pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for help periods: nuvaring from 2007 to 2008, mirena in 2000 and birth control pill in 1997; for birth control: nuva ring from 1998 to 1999 and depo provera from 1997 to 1998. Past adverse reactions to the above products included hypersensitivity with mirena, nuva ring, birth control pill and depo provera; and pregnancy with nuvaring. Concomitant products included bupropion hydrochloride (wellbutrin) in 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("extreme bloating/bloating"), migraine ("migraines") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings/ mood changes"). In 2013, the patient experienced eye disorder ("eye problems: andes eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and anxiety ("anxious/ anxiety/ dying of anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), headache ("headaches"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstruation"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), menorrhagia ("menorrhagia /prolonged menses/ abnormal bleeding (menorrhagia)"), ovulation pain ("painful ovulation"), vaginal infection ("vaginal infections"), pruritus ("itching"), rash ("rashes"), premature menopause ("early menopause"), back pain ("back pain/ lower back pain,back"), anaemia ("anemia"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), urinary tract infection ("uti, urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration"), panic reaction ("panic"), feeling abnormal ("terrified"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy : other"). The patient was treated with surgery (first week in (B)(6) 2017 will be e(hell) free). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, tooth disorder, abdominal distension, infection, dyspareunia, headache, fatigue, weight fluctuation, alopecia, abdominal pain lower, menstrual disorder, premenstrual dysphoric disorder, menorrhagia, ovulation pain, vaginal infection, pruritus, rash, premature menopause, back pain, anaemia, anxiety, depression, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, nausea, allergy to metals, vaginal discharge, eye disorder, weight increased, peripheral swelling, abdominal pain, arthralgia, frustration tolerance decreased, panic reaction, feeling abnormal, metrorrhagia, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovulation pain, panic reaction, pelvic pain, peripheral swelling, premature menopause, premenstrual dysphoric disorder, pruritus, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: is likely that plaintiff will be required to undergo surgical intervention as a result of her essure implants. Plaintiff reported that first week in (B)(6) 2017 will be e(hell) free and now it has been reported as essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: unknown. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : following events were added : metorhagia (bleeding b/w periods), general abnormal bleeding, allergy : other. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/ pain,chronic pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for help periods: nuvaring from 2007 to 2008, mirena in 2000 and birth control pill in 1997; for birth control: nuva ring from 1998 to 1999 and depo provera from 1997 to 1998. Past adverse reactions to the above products included hypersensitivity with mirena, nuva ring, birth control pill and depo provera; and pregnancy with nuvaring. Concomitant products included bupropion hydrochloride (wellbutrin) in 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("extreme bloating/bloating"), migraine ("migraines") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and mass ("bumpy outbreaks on various body parts") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings/ mood changes"). In 2013, the patient experienced eye disorder ("eye problems: andes eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and anxiety ("anxious/ anxiety/ dying of anxiety"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), headache ("headaches"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstruation"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), menorrhagia ("menorrhagia /prolonged menses/ abnormal bleeding (menorrhagia)"), ovulation pain ("painful ovulation"), vaginal infection ("vaginal infections"), pruritus ("itching"), rash ("rashes"), premature menopause ("early menopause"), back pain ("back pain/ lower back pain,back"), anaemia ("anemia"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), urinary tract infection ("uti, urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration"), panic reaction ("panic"), feeling abnormal ("terrified"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy : other") and rash macular ("red dots on their skin"). The patient was treated with surgery (first week in (B)(6) 2017 will be e(hell) free). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, tooth disorder, abdominal distension, infection, dyspareunia, headache, fatigue, weight fluctuation, alopecia, abdominal pain lower, menstrual disorder, premenstrual dysphoric disorder, menorrhagia, ovulation pain, vaginal infection, pruritus, rash, premature menopause, back pain, anaemia, anxiety, depression, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, nausea, allergy to metals, vaginal discharge, eye disorder, weight increased, peripheral swelling, abdominal pain, arthralgia, frustration tolerance decreased, panic reaction, feeling abnormal, metrorrhagia, genital haemorrhage, hypersensitivity, rash macular and mass outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, headache, hypersensitivity, infection, mass, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovulation pain, panic reaction, pelvic pain, peripheral swelling, premature menopause, premenstrual dysphoric disorder, pruritus, rash, rash macular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: is likely that plaintiff will be required to undergo surgical intervention as a result of her essure implants. Plaintiff reported that first week in (B)(6) 2017 will be e(hell) free and now it has been reported as essure not removed. Discrepancy on date of insertion : (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: unknown. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: reporters were added. Bump was added as a event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/ pain,chronic pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for help periods: nuvaring from 2007 to 2008, mirena in 2000 and birth control pill in 1997; for birth control: nuva ring from 1998 to 1999 and depo provera from 1997 to 1998. Past adverse reactions to the above products included hypersensitivity with mirena, nuva ring, birth control pill and depo provera; and pregnancy with nuvaring. Concomitant products included bupropion hydrochloride (wellbutrin) in 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), abdominal distension ("extreme bloating/bloating"), migraine ("migraines") and peripheral swelling ("swelling hands and feet"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy") and rash papular ("bumpy outbreaks on various body parts") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced mood swings ("mood swings/ mood changes"). In 2013, the patient experienced eye disorder ("eye problems: andes eye"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and anxiety ("anxious/ anxiety/ dying of anxiety"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infections"), headache ("headaches"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menstruation"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), menorrhagia ("menorrhagia /prolonged menses/ abnormal bleeding (menorrhagia)"), ovulation pain ("painful ovulation"), vaginal infection ("vaginal infections"), pruritus ("itching"), rash ("rashes"), premature menopause ("early menopause"), back pain ("back pain/ lower back pain,back"), anaemia ("anemia"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infections"), urinary tract infection ("uti, urinary tract infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration"), panic reaction ("panic"), feeling abnormal ("terrified"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other"), rash macular ("red dots on their skin") and endometriosis ("endometriosis"). The patient was treated with surgery (first week in (B)(6) 2017 will be e(hell) free). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, tooth disorder, abdominal distension, infection, dyspareunia, headache, fatigue, weight fluctuation, alopecia, abdominal pain lower, menstrual disorder, premenstrual dysphoric disorder, menorrhagia, ovulation pain, vaginal infection, pruritus, rash, premature menopause, back pain, anaemia, anxiety, depression, mood swings, vaginal haemorrhage, cystitis, urinary tract infection, nausea, allergy to metals, vaginal discharge, eye disorder, weight increased, peripheral swelling, abdominal pain, arthralgia, frustration tolerance decreased, panic reaction, feeling abnormal, metrorrhagia, genital haemorrhage, hypersensitivity, rash macular, rash papular and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, eye disorder, fatigue, feeling abnormal, frustration tolerance decreased, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, nausea, ovulation pain, panic reaction, pelvic pain, peripheral swelling, premature menopause, premenstrual dysphoric disorder, pruritus, rash, rash macular, rash papular, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: is likely that plaintiff will be required to undergo surgical intervention as a result of her essure implants. Plaintiff reported that first week in (B)(6) 2017 will be (profanity) free and now it has been reported as essure not removed. Discrepancy on date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: unknown. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event added: endometriosis. New reported added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.